Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera had a squeaking sound when connecting. No reports of patient involvement.

Event description:
It was reported the camera had a squeaking sound when connecting. No reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed and cause was not established. In addition, the following reportable malfunctions was identified during the device evaluation: pixel defects/ white scratches, and corrosion on scope mount should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on new information from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera had a squeaking sound when connecting. No reports of patient involvement.